Manufacturer narrative:
Device available for evaluation? Yes. Returned to manufacturer on: 06/24/2016. Device returned to manufacturer? Yes. Device evaluation: the intraocular lens (iol) was returned to the manufacturing site for evaluation. Visual inspection revealed that the lens was damaged and incomplete, most probably to remove the lens from the eye. Considering the condition of the lens additional analysis was not possible. The customer's reported complaint could not be verified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. The complaint related test is the cosmetic inspection performed at final inspection. At final inspection all products are subject to cosmetic inspection prior to optical testing. Only units that meet cosmetic inspection criteria are then subject to optical inspection. The in-line optical inspection data shows the lens is within power specification; hence the lens meets the specified cosmetic requirements. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue was verified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4).all pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that an intraocular lens (iol) was noted scratched after implantation. The lens was removed and a new lens implanted. No further information was provided.